Manufacturer narrative:
The field service engineer (fse) found a leak in tubing through pinch valve pv37. The fse replaced all the tubing in pv37 to fix the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported an uncontained clenz leak of less than 15 cc from tubing in pv37 on the lh500 instrument during shutdown. The customer was wearing personal protective equipment (ppe) consisting of eye protection and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls.